Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2012, and then experienced revision surgical procedure on (B)(6) 2019 approximately 7 years and 4 months after initial implant. No images were provided. There is no other information available.

Manufacturer narrative:
H10. D10. Concomitants: 02-010-01-0220 - logic femoral ps cem left sz 2 (B)(6). 02-012-41-2020 - logic tibia traptray cem sz 2f/2t (B)(6). 200-00-00 - knee item-misc unassigned 200-02-32 - three peg patella 32mm (B)(6). 201-78-15 - holding pin mini sharp point (B)(4) (B)(6). 201-78-81 - 3" trocar, mod. Hex (B)(4) (B)(6). 201-78-81 - 3" trocar, mod. Hex (B)(4) (B)(6). 203-90-03 - 11-3978 stablecut gts osc system 6105x19x1.27 (B)(6). 203-96-41 - (11-3974) stryker sys 6 90x13x1.27 1x234 203-96-42 - 11-4132 stryker sys 6 90x13/21x1.19 (B)(6). 204-32-01 - fluted stem extension 11l x 12 mm (B)(6). 204-70-00 - tibial stem ext. Screw (B)(6). These devices are used for treatment and diagnosis. There is no other information available. Pending investigation.

Manufacturer narrative:
H6: corrected the following: health effect clinical code, type of investigation, investigation findings, investigation conclusions. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.